Event description:
Complaint received as follows; "facility has had an issue where the cuff of the et tube has burst and pt had to be reintubated." The eval was conducted by customer kcc, found the cuff had bust radially, certally between the proximal and distal cuff collars. Cause of the burst was not provided to determined. Based on available info, our medical determination is that this malfunction is serious: because the report mentioned that the pt required re-intubation pulled pt at risk for complications. (B)(4). Note: the actual date of event is unk, so the date used was the date we became aware.